Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent od (outer diameter) of the stent was measured and the result is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found it to be broken at approximately 72cm proximal to the guidewire port. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After a guide wire was placed, a 2.75 x 38 synergy ii drug eluting stent was advanced to treat the target lesion; however, the shaft broke. The distal piece of the stent delivery system was retrieved as the separated segment was still outside the patient's body. The procedure was completed with another synergy stent without any issues. No patient complications were reported and the patient's status was fine.